Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), we did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri (elective replacement indicator). Time of eri in save to disk on (B)(6) 2010, device eri<=2.62 v. Weekly battery voltage trend data shows min b(v)=2.66 to 2.59 volts range between (B)(6) 2010 and (B)(6) 2011. The device met 99% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device was suspected of early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.